Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy. The product analysis lab evaluated the device. The device failed an accuracy confirmation test. The piston foam were replaced with the test article and the device passed the accuracy test. A third accuracy test was performed with the original piston foam and the test failed. An inspection of the door assembly revealed the piston foam were deteriorated and the piston was cracked. The assignable cause for rite test failure was determined to be deteriorated piston foam. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.